Event description:
It was reported that the device was opened in the operating room and damage was noticed. The handle locked down and would not open, and the device was not used on the pt. Another device was used to complete the procedure. There was no pt injury. This report is being filed for the findings upon investigation. Additional information was requested, but no additional information was available.

Manufacturer narrative:
Final device investigation found that the device was returned with the jaws stuck closed and eschar build up between the jaws. Upon initial evaluation the jaws could not be unlocked, the handle was not able to open and the shaft was unable to rotate. The jaws were slightly misaligned. The blade was not fully retracted, but was fully contained within the jaws. The trigger could not be operated. The device was cleaned and retested after 72 hours. The device was then able to open and close freely. The blade trigger produced a scratching sound, but the blade was able to actuate back and forth freely. The device passed all electrical testing. The device history record could not be reviewed as the device was returned without packaging. The instructions fro use state "use a wet gauze pad to keep the jaws clean."